Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided atrial trend data, acquired between on (B)(6) 2020, showed the values of the atrial pacing impedance at proximately 500 ohms. The analysis of the provided atrial iegm episodes revealed artefacts on the atrial channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Sorin / liva nova provided the following information: in reviewing available episodes within the programmer files, it appears that non-physiologic atrial oversensing is present. In addition, historical lead impedance measurements appear to intermittently show low daily values.